Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was reported that the break of the blade resulted in a portion of the blade being detached.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the inner blade broke into half during the procedure. It was noted that there was no broken piece(s) that remained inside the patient's body. The procedure was completed with a backup device. There was no patient impact or injury.